Manufacturer narrative:
The explanted inlay was discarded by the user facility and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Keratitis and decreased vision are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent uneventful implantation of the corneal inlay in the left eye on (B)(6) 2017. Postoperatively, the patient was diagnosed with stage 2 fungal keratitis in the operative eye and the patient was treated with antibiotics and antifungal medications. The eye was cultured and the culture report showed no growth. The inlay was explanted on (B)(6) 2017, at which time the patient's best corrected distance visual acuity (bcdva) had decreased from 20/20 preoperatively to 20/80. At last examination on (B)(6) 2017, the keratitis resolved and bcdva improved to 20/60-.